Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent failed to cross the lesion. Access was gained via the femoral artery. The de novo lesion was located in the severely calcified and mildly tortuous left circumflex artery (lcx). Following predilation with 3 balloons, (1.0x10mm non bsc, 1.3x10mm non bsc, 2.5x12mm quantum apex), the 2.5x38mm promus element stent delivery system (sds) was advanced but failed to cross the lesion. During removal of the sds into the 6f jl4 unspecified guide catheter the physician encountered resistance and withdrew the sds, guide catheter and guide wire as one unit. The physician discontinued the procedure at this point due to another reason. No patient complications were reported and patient status is stable. However, returned product analysis revealed stent movement and strut damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned inside a guide catheter. A visual and microscopic examination identified proximal stent damage. The proximal end of the stent was bunched up and the stent had moved forward distally on the balloon by 18mm. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 155mm and 235mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).